Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that both ar-8917ds drivers had been stripped prior to receipt for investigation. The mini tightrope anchors associated with each driver had broken off at the proximal hex, and chipping/metal damage was observed across the od of the second anchor, proximal to the breakage point. This type of event is most likely caused by not inserting the implant co-axial to the pilot hole, prying/leveraging, the use of excessive force and/or by improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lisfranc tightrope fixation procedure, upon insertion of the anchor, the screw driver head became stripped. The anchor could not be removed, nor could it be advanced. The surgeon then opened a second kit in an attempt to use its driver to insert the anchor further into the bone or back it out of the bone but the attempt was unsuccessful. He shaved the bone around the anchor to retrieve it. The surgeon used a cannulated cancellous screw to complete the case with no adverse effect to the patient.